Event description:
Upon reassessment of the reported event, the head was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the head was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Concomitant medical products: item number 00811400110 item name femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length lot # 64609268. Item number 110024461 item name g7 dual mobility liner 38mm c lot # 814550. Item number 010000701 item name g7 bonemaster ltd acet shl 48c lot # 6749838. Item number ep-200144 item name act artic e1 hip brg 28x38mm lot # 578620. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a hip revision procedure approximately one month post implantation due to dislocation. Patient fell from a chair causing the hip to dislocate. Attempts have been made and additional information on the reported event is unavailable at this time.